Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead insulation degradation at 11.7 cm from the connector pin. All other damage found was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.